Event description:
Per the clinic, the patient developed inflammation around the implant site. Oral antibiotics were prescribed (augmentin.)the implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the surgeon, the patient was prescribed a one-week course of clindamycin 300 mg on (B)(6)2013. On (B)(6) 2013, the patient was prescribed a one-week course of doxycycline 100 mg. (B)(4). Implanted device remains.